Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the transmitter exhibited physical damage. During a thunderstorm, lightning hit and a pop sound was heard.